Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The xtr clip delivery system (cds) was advanced to the mitral valve; however, despite multiple grasps, the mean pressure gradient increased to 6mmhg. Then it was observed that the grippers were not lowering. Troubleshooting was performed, and the grippers were able to be lowered. The clip re-grasped the leaflets, but the mean pressure gradient was still high; therefore, the xtr clip was not implanted and the cds was removed. The mean pressure gradient returned to baseline. An ntr cds was used to complete the procedure. One clip was implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.